Event description:
It was reported that the patient passed away. The cause of death was not provided. The patient's outcome was considered to be device or therapy related. The device parameters (flow, speed, power) were within normal limits for the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate (hm) 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received stated that the cause of death was right ventricular (rv) failure. The death was not considered to be device or therapy related. The device had operated as expected. Right heart failure existed pre-left ventricular assist device (lvad) implant. A device related issue did not cause or contribute to right heart failure. The patient had exhibited volume overload and orthopnea.